Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer declined to troubleshoot for high readings. Customer reported insulin flow blocked alarm. Advised to customer blood glucose was treated with correction bolus through the pump and was unsure if she wanted to troubleshoot for the blood glucose. The product was not returned for analysis.